Manufacturer narrative:
Event date: exact date unknown, event occurred in the past 2 months from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced discomfort around the ipg. The patient underwent a revision procedure wherein ipg was replaced, and a lead was added. The explanted ipg will not be returned as this was discarded by the medical facility.